Event description:
This is a supplemental report to initial report 3008789114-2016-00038 to submit additional investigation results from the manufacturer for the suspect device. Manufacturer reference ID (B)(4).

Event description:
Prodigy diabetes care received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 7:30pm. Patient's daughter (B)(6) called in stating that patient (B)(6) was out of it. Patient was displaying symptoms of slurred speech, sleepiness, could not control bodily functions and clammy skin. The reading on the prodigy meter at the time of the event was 39mg/dl. Patient's normal blood glucose reading around the time of day of the event is between 170-230mg/dl. Paramedics were called approximately 10 minutes after testing with the prodigy meter. Patient was given sugar water and chocolate by (B)(6) while waiting on paramedics to arrive. Paramedics arrived within 30 minutes and tested patient's blood glucose with results of 169mg/dl on one hand and 189mg/dl on the other hand. Approximately 30 minutes passed between testing with the prodigy meter and the paramedic's meter. Prodigy sent replacement and prepaid envelope requesting return of suspect device.

Manufacturer narrative:
(B)(4).

Event description:
This is a supplemental report to initial report 3008789114-2016-00038 to attach manufacturer investigative results that were inadvertently left off the initial report.